Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause is unknown for system logs are not available for further investigation nor were any parts replaced. The system was operating properly and the issue could not be reproduced. It is possible that there could have been gel or foreign material on the probe connector that was mitigated by reconnecting. The system is functioning properly. Reference # (B)(4).

Manufacturer narrative:
Further investigation is not possible to identify the root cause of this issue. Upon system inspection, no issues were found with the machine. The system was fully functional and handed back over to the customer for use. No logs or parts were replaced or are available for investigation. A supplemental report will not be submitted, for there is no more information available. Reference #(B)(4).

Event description:
The sc2000 system froze during an exam in the ICU. The customer was unable to provide the exam type, however it was stated the issue occured with a fragile patient in the ICU. Another system was used to complete the exam, causing a delay in patient care. The system froze and could not recognize any active probes.